Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section of h6. A review of the device history record and shipping inspection record of the product code/lot# combination was conducted with no findings. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that the plastic jacket appeared to have stripped off the involved glidewire. The patient was reported to be stable. The procedure outcome was reported to be successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date, update section and to provide the completed investigation results. The actual device was returned for evaluation. Visual inspection upon receipt found that the urethane outer layer had been peeled off on approximately 887 - 918mm from the distal end of the device, where exposure of the core wire (approximately 31mm in length) was noted. Magnifying inspection of the above observed damaged section obtained the findings as follows. The urethane outer layer peeled off the core wire had been rolled back over the wire in the proximal direction. The length of the rolled back portion of the urethane outer layer was found to be approximately 29mm, which was not equivalent to that of the exposed core wire (approximately 31mm). It was found that the urethane outer layer approximately 2mm in length was missing. The outside diameter of the shaft was measured on the undamaged section and confirmed to meet manufacturer specifications. Functional testing was conducted. A metal torque device was attached and tightened to a test sample of the involved product code. In this state, the test sample was exposed to excessive abrading force by sliding the torque device over the test sample in the proximal direction. As the result, the urethane outer layer, after having been ripped off, peeled off the core wire and rolled back over the wire in the proximal direction. The state of damage on the test sample was confirmed to be similar to that on the actual sample. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation result, it is likely that the actual sample was subjected to excessive abrading force caused in the proximal direction by a metal device attached to it, such as a metal torque device, resulting in the generation of roll- back of the urethane outer layer in the proximal direction. However, the exact cause of the reported event cannot be definitively determined. The IFU states: "do not use a metal torque device with the glidewire. Use of a metal torque device may result in damage to the glidewire. Do not use the glidewire with devices which contain metal parts such as atherectomy catheters, laser catheter, or metal introduction device as they may cause the glidewire plastic coating to shear and/or sever the wire."